Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09525. It was reported that thrombus was noted on the access sheath and a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient¿s international normalized ratio (inr) pre-procedure was reported as 1.01. A watchman® access system (was) was positioned in the laa. A 30mm watchman laa closure device and delivery system (wds) was then inserted and connected to the was. The closure device was deployed but had not been released from the core wire when they noticed a small thrombus on the end of the was. The issue was discussed and the closure device was released after meeting criteria. The wds was unsnapped and removed from the patient¿s body. A non-bsc catheter was inserted through the was and the clot was aspirated. All of the devices were removed and the procedure was successfully completed. A transesophageal echocardiogram (tee) was performed and there was no evidence of a pericardial effusion (pe) .the patient awoke from anesthesia without any neurological or physical deficits noted. Early that evening the patient had become hemodynamically unstable with a systolic blood pressure in the 60¿s and an inr of 1.72. The patient was found to have a pericardial effusion with tamponade. The patient was reported to be doing well up until that time, with no signs of hemodynamic compromise. The patient was taken to the operating room and a pericardial window was preformed to relieve the pressure around the heart. Approximately 100ml of blood was removed from the pericardium. A chest tube was left in place and the patient was transferred to the intensive care unit (ICU) in stable condition that night.